Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers 2.1 and 2.2 are failed and did not recover. The field service engineer (fse) found that the issue was caused by faulty controller cards on drawers 2.1 and 2.2. The fse replaced the pyxis module controller board and the drawer board, then configured the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power loss on the station¿s main unit and all connected components (aux, tower, and smart remote manager).however, there were no delays, adverse events or injuries reported based on this event.